Event description:
Emt's responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the advisory button was pressed. According to the reporter the device alarmed connect electrodes and would not analyze the patient's rhythm. The reporter stated the paddles lead was cycled out then back in but the device continued to alarm connect electrodes. A backup device was immediately called for and used and the patient was resuscitated.